Event description:
It was reported that the liner could not be inserted. The surgeon used another product of the same size to complete the surgery. There was a three (3) minute delay in surgery due to the product change. The initial cup was implanted into the patient. There was no impact or harm to the patient.

Manufacturer narrative:
(B)(4). D10: 110010245 g7 osseoti 4 hole shell 54mm f 66526562; g2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the liner has gouges to the elevation angled surfaces on both sides. Outside scallops have gouges, multiple is deformed on the bottom side. Outside tapered surface has scratches and gouges. Outside rim lock surface has burr like positive material with a portion of it hanging off. No other damage was noted during visual evaluation. Device measured within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.